Manufacturer narrative:
The complaint device was returned for evaluation. Visual inspection found no anomalies. Device evaluation determined that there was a bad upstream and downstream sensor and the device was out of calibration. The upstream and downstream sensor was replaced. The device was calibrated. The circuit boards were inspected, and the device tested on a simulator, meeting OEM specifications. A definitive root cause was unable to be determined; however, this was most likely due to aged parts. This type of event will continue to be monitored.

Event description:
Reportedly, post purchase, the unit was not working. Message displayed "safety clamp open close door" even when clamp was closed. There was no report of patient involvement. No additional information is available.